Event description:
Equipment would not scan for ultrasound. Ultrasound tech was called and could not get instrument to scan. Procedure start was delayed. The ultrasound from radiology was brought to the or and the procedure proceeded.